Event description:
It was reported that during preparation for an unspecified treatment procedure, a foreign material was found. The lesion was located in an unspecified vessel. During the opening of a stainless steel greenfield vena cava filter no defects were observed on the outer packaging before the removal of the device. When the device was removed from the packaging a hair was found on the inner wrapper. There was no patient contact. The procedure was completed with another stainless steel greenfield vena cava filter. No complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for an unspecified treatment procedure, a foreign material was found. The lesion was located in an unspecified vessel. During the opening of a stainless steel greenfield vena cava filter no defects were observed on the outer packaging before the removal of the device. When the device was removed from the packaging a hair was found on the inner wrapper. There was no patient contact. The procedure was completed with another stainless steel greenfield vena cava filter. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the returned components included the introducer catheter with stainless steel filter in place, rota valve sheath system, dilators and guide wire. The green trigger on the handle of the returned device was still in the locked position and the paper safety sleeve was intact and located around the handle of the returned introducer catheter. The end cap was still located over the distal tip of the introducer catheter and the stainless steel filter was visible inside the capsule. The supplied guide wire was returned contained within the packaging hoop. Visual analysis of the returned device and assorted components revealed that the device was unused. Returned with the device was a plastic zip lock bag, containing what appeared to be a human hair measuring approximately 15cm. The device packaging was not returned with the complaint sample; therefore the exact location of this 'hair' in relation to the device cannot be confirmed through physical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).